Manufacturer narrative:
Additional information was received indicating that oxygen concentration detection failure was discovered during testing. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Based on this information, this is not reportable.

Event description:
It was reported to philips by a customer that the unit has an oxygen concentration detection fault. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer evaluated and confirmed the reported issue.